Event description:
It was reported that the nc trek balloon was noted to be faulty/broken prior to use. The device was not used on the patient. There was no clinically significant delay of procedure reported. No additional information was provided. Returned device analysis revealed a tear in the distal shaft, 2 cm proximal to the proximal seal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported faulty/broken device was confirmed as there was a tear in the distal shaft. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for torn shaft reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.